Event description:
Based on info reported to davol: the sterile packaging was broken on opening when received by the user facility. The damage was noted upon receipt of the product and there was no pt involvement. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that the sterile packaging was broken on opening. The subject product was not returned for eval. However, there were pictures of the subject product provided. The pictures showed a partially opened blister pack with a crack in the blister tray. The portion of opened blister picture shows that the original blister lid to blister tray. The portion of opened blister pack with a crack in the blister tray seal had been completely formed. The blister packaging seals were found to be completely intact and not compromised. A review of the device history record for this production lot found no manufacturing discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.